Manufacturer narrative:
(B)(4). The incident generator was returned, evaluated and found to function normally and within specification.

Event description:
The customer reported that the pencil (a non-covidien product) caught on fire.